Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to a device problem. The patient was reimplanted with a new device.

Manufacturer narrative:
Correction: this MDR was a duplicate. The reported issue was filed under report number 6000034-2012-01451. (B)(6).